Event description:
Add'l info from the hcp reports the pt had a "poor response over several years to device." The dose had been decreased with somewhat of an improvement. There was nothing indicating any problem with the device. The pt condition improved to the point where pt no longer needed the pump.

Event description:
The pump was explanted and returned to the manufacturer for analysis. No reason for the explant was given. A follow up report will be sent when additional information is received.